Event description:
The facility contacted largo customer service regarding a colleague infusion pump which displayed failure code 810:11 multiple times. This problem was identified before use. No pt injury or medical intervention was associated with this report.

Manufacturer narrative:
Eval summary: the reported condition of a colleague infusion pump which displayed failure code 810:11 multiple times was confirmed during eval, and was determined to have been caused by high calibration on the air-in-line (ail) printed circuit board (pcb). The ail pcb was recalibrated to resolve the reported condition. The device was tested and returned within spec. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.